Event description:
It was reported that the patient let his battery deplete and it was not able to be restarted with the trickle charge process. It was stated that the patient let the battery deplete before, but there were no records at the physician's office indicating how many times that occurred. The old battery was replaced, and it was stated that the patient is now "doing fine". No further information was provided.

Event description:
It was reported that the patient had been in overdischarge for approximately four months. A pmr (physician mode reset) session was done a few days ago with no luck and one was done today without normal communication being established. Subsequent information received reported that the battery could not be revived out of overdischarge. A device revision was being done today. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 748925 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3987a lot# n183268, implanted: 2009 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6),: product type programmer, patient product ID, 3708320 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).